Event description:
It was reported that the patient's right hip was revised due to shell loosening and migration. The entire hip construct was revised to a competitor hip. Rep confirmed that no further information will be released by the hospital or surgeon.